Manufacturer narrative:
The field service engineer replaced various parts and performed precision testing. The customer ran qc successfully. The last calibration was performed on (B)(6) 2021 and was acceptable. The customer¿s qc went in and out of range at various times during the day of the event. The alarm trace does not contain a conspicuous event. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys troponin t gen. 5 stat assay results for two patients with the cobas 6000 e601 module. The reporter stated they were having issues with qc for multiple assays. They got their qc in range by repeating their calibration and qc and went into patient testing. They then noticed qc was out of range again and decided to repeat multiple troponin results. The reporter provided the following examples of questionable results for two patient samples: patient 1: the initial result was 31 ng/l. The repeated result was 39 ng/l. Patient 2: the initial result was 8 ng/l. The repeated result was 13 ng/l. The questionable results were reported outside of the laboratory. The reagent lot number was 45954600 with an expiration date of 31-jul-2021.